Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 24-apr-2024, it was reported that patient faced an infusion set cannula was bent event. The event occured on insertion. The infusion set was in use for minutes. The insertion site was belly. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient country: spain. Patient city: (B)(6).